Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. Additional: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ink on an unspecified quantity of chemo-aide dispensing pins wiped right off and made a huge mess and made it impossible to read. This was discovered prior to patient use, upon receiving the product. There was no patient involvement. No additional information is available.